Event description:
The customer contact reported a leak. On an unspecified date, the tubing set was primed and the male adapter of the tubing set was connected to the pt's IV access site and was being used to deliver zosyn 24 gm, for a duration of 24 hours, via a gemstar pump. No further programming parameters were provided. On (B)(6) 2013 at an unspecified time in the evening, the customer contact reported that the pt woke up and noted that her arm was wet and the bed was soaked. It was reported that an unspecified volume of solution leaked at the proximal air vent of the air eliminating filter of the tubing set. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.